Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported keypad malfunction, which was experienced during evaluation. Evaluation observed that the #5 and #8 keys on the keypad were damaged. When any of the remaining functional keys were pressed, and automatic output of the #8 key would occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 18 will be displayed, alphabetically: when the "abc" key is pressed, av will be displayed). This was found to be caused by a failed keypad due to external influence. The failed front case with the keypad were replaced to correct the condition.

Event description:
It was reported that when pressing the #5 or #8 key on a spectrum pump, the pump would output a different number. It was also reported there was no patient involvement.